Manufacturer narrative:
The device was not returned for evaluation. An event regarding fit/assembly involving a triathlon tibial resection guide capture was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the item was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined as the device was not returned for evaluation and minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
It is reported by (B)(6), that the incision does not fit into the cutting block. Replacement was available. Additional information: this event is related to fit of the tibial resection guide modular capture rt cat# 6541-2-702 with tibial resection guide rt.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by mrs. (B)(6) of the hospital, that the incision does not fit into the cutting block. Replacement was available. Additional information: this event is related to fit of the tibial resection guide modular capture rt cat# 6541-2-702 with tibial resection guide rt.